Manufacturer narrative:
Investigation outcome: it was reported that a patient in the emergency department presented with vomiting, trismus, altered consciousness, and aspiration risk. The decision was made to intubate. During ventilation the device was only delivering 50ml tidal volumes on a sedated patient "despite getting 350+ on a different ventilator (oxylog)". There was no visible chest rise or change in the etco2 waveform. Pre op checks passed successfully. Replacing the breathing circuit, restarting the device, and performing pre op checks again did not resolve the issue; as a result, the device was removed from clinical use. The patient was then manually ventilated using a bag-valve mask (bvm), which resulted in adequate air entry, visible chest rise, and a corresponding etco2 waveform on the monitor. Subsequently, the patient was connected to an alternate ventilator (oxylog 3000+), which delivered effective ventilation without issues. The biomedical department could not reproduce the issue. Hamilton medical ag has not received the device for investigation. However, our partner technician has performed the full service software test and no faults were identified. Running through all the tests, it was not possible to replicate the reported issue in relation to the reported "low tidal volume". Additionally, the breathing circuit used during the event has been discarded at customer site. Based on the given information, the root cause could not be detected.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "customer reported "low tidal volume on patient" during use. This was not replicated in the biomedical department. Hamilton t1 ventilator failed to ventilate a patient. Initially passed all checks and after the patient was connected to the ventilator, it did not deliver breaths with no correlating chest rise and fall or change in the etco2 waveform on the monitor, t1 was only giving ~50ml tidal volumes despite getting 350+ on a different ventilator (oxylog). After changing the circuit and passing a full systems check again as well as restarting the ventilator, it again failed to ventilate. At the time of the device malfunction, patient had ketamine, fentanyl, propofol, rocuronium administered within the previous 10 minutes during induction (pt under sedation). Additional patient conditions/diagnosis: - altered conscious state - petechial cerebral haemorrhage - aspiration pneumonia - eventually there was also a diagnosis of encephalopathy which was made after a few days in ICU with a past history of sle (systemic lupus erythematosus), depression, gastritis and hashimoto's. Reason for intubation: - given multiple vomits in emergency department and trismus (difficulties of mouth opening) at time, a prolonged decrease in patient's level of consciousness, and unable to protect their own airway requiring suction. -patient had no respiratory pathology, minimal suctioning needed during induction -no nebulized or metered-dose inhalation (mdi) medications given." No health consequences or impact. Patient ventilated via bvm (manual ventilation) and had good air entry with correlating rise and fall of the chest, and a correlating etco2 waveform on the monitor. Later connected to a different ventilator (oxylog 3000+) which worked fine. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet. So far no relation to the device has been established.